Manufacturer narrative:
The device has not been returned for analysis; therefore the cause of this event could not be determined. Same event as reported in MDR MFR: 2029214-2016-00220.

Event description:
Medtronic received information that onyx was leaking approximately 7-8cm from the distal end of an apollo catheter. The patient was undergoing an onyx embolization procedure to treat an arteriovenous fistula (avf) at the external carotid artery. The vessel had moderate tortuosity. The catheter was inspected for any kink or damage prior to use. The injection rate was steady, continuous and followed as indicated in the IFU. The waiting time was 2 minutes. There was no onyx reflux. The physician used hand pressure. The dead space of the catheter was filled with dmso. There was no reported vasospasm. The catheter tip did not become entrapped. The guidewire was not shaped by the physician. There was no friction or difficulty during flushing or injection. The onyx leaked into an unintended location and remains in the patient. The patient is asymptomatic and did not require any treatment. No adverse event was reported as result of the procedure.

Manufacturer narrative:
The apollo catheter was returned for analysis with the detachable tip still intact. Onyx residue was found inside of the catheter hub. The catheter was found to be ruptured 11.0 cm from the distal end. The catheter was then pressurized with water and found non-patent and occluded with onyx. No other anomalies were observed. Based on the device analysis the clinical observation was confirmed. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. Per the apollo IFU (instructions for use): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. Per the onyx IFU (instructions for use): ¿premature solidification of the onyx les may occur if micro catheter luer contacts any amount of saline, blood or contrast.¿ ¿only use thumb pressure to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over pressurization in the event of catheter occlusion.¿ all products are 100% inspected for damage and irregularities. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.